Event description:
During the transfemoral tavr procedure, the patient suffered a ventricular perforation. Initially, access was a bit challenging secondary to tortuosity, but was successful with the use of a lunderquist wire. Bav was performed using a 17mm v8 aortic valvuloplasty balloon catheter. Valve alignment was performed without difficulty and the novaflex+ catheter with the sapien xt valve was advanced over the arch and across the aortic valve without difficulty or loss of wire position. Just as the pusher was about to be pulled back, the patient's systolic bp dropped from 140mmhg to 20mmhg. The echocardiographer discovered a large pericardial effusion, creating tamponade. An emergent pericardiocentesis was performed and the heparin was reversed with protamine. CPR was performed. Several liters of blood were recovered with the pericardiocentesis needle, and the effusion was reduced. An aortic root shot confirmed there was no aortic root rupture, and the physicians believed the effusion was a result of a left ventricular perforation. It was unclear how this occurred; the general consensus was that the wire (amplatz super stiff) may have contributed, along with the fact that her tissues were friable from chronic steroid use. Every attempt with blood, fluids, medication and CPR was futile. The physicians wanted to deploy the valve in a last ditch effort, but this was difficult to position since there was no cardiac motion or systolic pressure. The valve was placed too ventricular (unsure of the exact % aortic/ventricular) since the patient had no cardiac function. Subsequently the valve embolized into the ventricle with continued CPR, and the resuscitation efforts were stopped. The ventricular perforation was attributed to the amplatz super stiff guidewire, along the patient¿s tissues which were friable from chronic steroid use.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the ventricular perforation was attributed to patient factors (friable tissue from chronic steroid use) and manipulation of the amplatz super stiff guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.